Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet presented alert 38, which was verified in device history; after a guided restart the alert initially cleared, but an alert recurred post-restart during use, and the ilet was replaced with instructions for backup therapy until the replacement was obtained. Symptoms included nausea and dry mouth concurrent with hyperglycemia, with a reported peak glucose of 370 mg/dl and prolonged readings above target. Outcomes included no medical intervention, no ketone testing, and no backup therapy use. Investigation included verification of alert history, restart procedure, device charge verification, assessment of alert timing in relation to insulin delivery, and patient education on shutdown and replacement process. Investigation of this device revealed a persistent alarm/restart malfunction consistent with an insulin pump electronic or software anomaly, with no evidence of infusion set or cgm component failure identified during troubleshooting. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.